Event description:
It was reported by the patient that the alarm was sounding. Follow-up with the clinic disclosed that an alert was triggered because the right ventricular pace sense had increased impedances. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.